Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The literature article by a. Klasic, d. Polak-erceg, t. Bezek, ¿false-positive results of hstni determing¿, clinica chimica acta, suppl. Supplement 1 530: s16. Elsevier b.v. (May 1, 2022), documented false positive architect troponin-I results for a 53-year-old female patient over a 24-hour period. The initial troponin result for the patient when she first came in the hospital was 1779.0 ng/l. One hour later the troponin-I result was 1576.4 ng/l. Three hours later the troponin-I result was 1668.0 ng/l. 24 hours later the troponin-I result was 1725.5 ng/l. The troponin-t was obtained using a different method (eclia method, elecsys, roche) and generated a result of 0.007 g/l (this value was within referent interval). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely positive architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did not identify any related trends for commonalities of lot number(s) and issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The likely cause lot is unknown in this case, however review of the within date lots with at least 10000 patient results show that all median values are within established limits indicating the lots are comparable and performing acceptably in the field. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause list number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Technical have reviewed the literature article and no abbott product malfunction exists, the product is performing as intended. As documented in the architect stat high sensitive troponin I IFU, heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Specimens from individuals with pathologically high total protein may demonstrate anomalous values. Additional information may be required for diagnosis. Per product labeling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, architect stat high sensitive troponin I reagent is performing as intended, no systemic issue or product deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.